Event description:
The faiclity's biomedical technician reported a fail code 515, which occurred during testing. Additional contact information was requested but no additional contact was identified. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.